Event description:
Customer reportedly obtained results of 164 mg/dl and approx 60mg/dl on the accu chek compact system within 10 minutes. Customer drank soda in response to the results. No adverse event reported. Customer also reports obtaining results of 333 mg/dl and 123 mg/dl within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. No valid quality controls were used. Location of comparison not provided. Test system: compact meter, strip lot: 20657741, 07/2008.

Manufacturer narrative:
Suspect device is compact test drum, lot: 20657741, exp date 07/31/2008.